Event description:
It was reported that on (B)(6) 2023 the patient developed major bleeding. The patient had anemic tendencies. Less than four units of red cell concentrate were transfused on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 ¿introduction¿ of this document lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. This document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.